Manufacturer narrative:
Explant date provided d6b updated. Correction e4. Data logs were returned for analysis. Data log analysis confirmed the suction alarms at the beginning of the case. Pump suction: the root cause of the pump suction was most likely patient condition related based on provided clinical details and data log analysis. Mechanical interaction with blood: the root cause of the hemolysis was not determined due to inconclusive evidence from the provided clinical details and data log analysis. Hematuria, organ failure, renal failure, respiratory failure, cardiac arrest: the cause of the injuries was not determined due to insufficient clinical details. Tachycardia: the root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient arrested when laid on the table in the catheter lab. They were intubated and ventilated emergently, and the impella cp was implanted via the right femoral artery. Attempted to cardiovert the patient unsuccessfully and the heart rate remained at 150s. The patient was sent to the medical intensive care unit (micu) for further care. An arterial line was placed and the patient's rhythm changed to pulseless ventricular tachycardia (vt). Defibrillated and returned to normal sinus rhythm, then converted back to pulseless vt. Advanced cardiac life support was initiated and cardiopulmonary resuscitation (CPR) was ongoing with mean arterial pressures in the 80s throughout. The patient converted between vt and pulseless electrical activity for approximately 30 minutes. Code drugs were administered for multiple rounds and return of spontaneous circulation (rosc) was achieved. Echocardiogram demonstrated cardiac function. The aortic signal was flat, apulsatile, and there were no alarms. Extracorporeal membrane oxygenation (ECMO) placement requested due to persistent vt. Now on peripheral veno-arterial extracorporeal membrane oxygenation (va ECMO). Echocardiogram at bedside demonstrated the inlet was 2.8 cm to the aortic valve area and was advanced to 3.2 cm. Heparin was restarted after holding for ECMO placement. Urine output was pink red. The patient arrived at the other hospital and lidocaine and amiodarone infusions for vt storm. Minimal pulsatility noted on the echocardiogram. Lactate dehydrogenase (ldh) this morning was 7340 and urine was red, indicating hemolysis. No blood products were required, the pump was repositioned, and p-level decreased. Plan to optimize medication and place a pulmonary artery catheter. Systemic anticoagulation infusing with argatroban. Liver function tests (lft) down trending and kidney function remains elevated, but the patient was making small amounts of urine. Discussions to escalate to an impella 5.5 was on hold as the patient was too unstable at this time. There was an impella in ventricle alarm. The patient started decompensating, was hypoxic, and on 3 pressors. The catheter was repositioned under echocardiogram guidance, and the marking was moved from 86 to 90 cm. The patient remained intubated, sedated on propofol, and continuous renal replacement therapy (crrt). Va ECMO oxygen saturation (sp02) on monitor off due to poor perfusion. The patient remains on support.

Manufacturer narrative:
Additional information was received on march 6, 2026. The following coding updates were made: codes added: resuscitation, device reposition, additional device required, medication required, death cardiac arrest, hematuria, tachycardia, hemodynamic instability, renal failure. Codes removed: mechanical interaction with blood, hemolysis, respiratory failure, organ failure. Updated coding is reflected in section h6. Engineering assessment: pump not replaced - removed updated: "device revision or replacement".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: pump suction: the root cause of the pump suction was most likely patient condition related based on provided clinical details and data log analysis. Hematuria, hemodynamic instability, renal failure: the cause of the injury was not determined due to insufficient clinical details. Tachycardia, cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1979807. Device history batch: subcomponent lot: n/a. Device history review: pump #(B)(6) passed all post-sterile inspection checks.